Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled in clinic follow up. Upon attempting to interrogate the implantable cardioverter defibrillator, it was discovered that the radio frequency communication was not working. A device update was performed and the radio frequency communication was restored. There were no adverse consequences to the patient.